Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly, in situ testing showed affected channels, with 11 channels affected by high impedance. Re-implantation is considered.

Event description:
The user_s hearing performance is affected. Re-implantation is considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user's hearing performance is affected. The user has been re-implanted.

Manufacturer narrative:
Conclusion: investigation revealed fatigue wire breakages in the active electrode consistent with repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. Other mechanical damages found during investigation are attributable to the removal surgery. This is a final report.